Event description:
Customer initially called to report that her insulin pump was malfunctioning. Customer stated that his insulin pump was alarming calibration error, reviewed error history and calibration errors were not in error history. Customer stated that she was hospitalized due to high blood glucose at the beginning of insulin pump therapy. Customer stated that she is very brittle diabetic and has had high blood glucose of 900 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.